Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator control module power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.